Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. Product ID: 8709sc, lot# n160474001, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
The surgeon initially reported that, per the pump managing physician, the pump was getting older and it was not working as well for the patient, so the pump was being replaced. The surgeon believed that the catheter was working fine, but was prepared to replace the entire catheter if needed. During the pump replacement procedure, at first, the surgeon could not get any flow back from the catheter. He was using a syringe up against the catheter and could not get any csf (cerebrospinal fluid) back. He then tried going through the cap (catheter access port) instead and was then able to get csf back from the cap; however, he went through the end of the catheter with the syringe, so he needed to revise that end. After revising the existing catheter, the surgeon did not feel like the catheter was working. The surgeon then decided to change out the entire catheter. The entire catheter was replaced. The surgeon later clarified during the report that the pump was being replaced for a low battery; it was nearing end of life. Following the catheter replacement they had good csf (cerebrospinal fluid) backflow. The device system was delivering dilaudid. It was later reported by the pump managing physician¿s office that the patient had pain in his back and left lower extremity. The pain was increasing. No troubleshooting was done. The pump battery was nearing end of life; the pump was replaced for normal battery depletion. Following the pump replacement, the drug in the pump was changed to prialt. The patient had a follow-up appointment in (B)(6).